Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ patient was revised to address metallosis/adverse reaction to metal-on-metal, with pain. Update rec'd: (2/11/2014) - litigation papers received. In addition to what was previously reported, litigation alleges, the patient suffers from clicking and popping. There is no new additional information that would affect the investigation. The complaint was updated on: 3/12/2014. Update: 5/20/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, elevated ion levels, metallosis, and impingement between the cup and stem. Notes also indicated a sensation of clicking, there was no mention of popping. The cup and stem are being added to the complaint-no lot numbers provided. The complaint was updated on: 6/15/2015.